Event description:
It was reported that the pressure values were sometimes unstable and inaccurate on the vamp dpt system and the clinicians had to zero again. There was no patient complications reported.

Manufacturer narrative:
The product is not being returned for evaluation. Without return of the product, the complaint could not be confirmed and the root cause could not be identified. It is unknown if damages or defects existed on the product. No actions will be taken at this time.